Manufacturer narrative:
Device MFR date: august 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event described as "slider did not operate normally" during implantation in right eye. Surgery was completed with another xen®45 gts and there was no eye injury.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual inspection: no product was returned for analysis. The provided photo was of xen injector and final product label. The cause could not be evaluated with the photo provided.

Event description:
Healthcare professional reported, a xen®45 gts event. Described as "slider did not operate normally", during implantation in right eye. Surgery was completed with another xen®45 gts. And there was no eye injury.